Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd k2edta tube, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports that the tubes volume is not filling properly even when the professional waits till the complete vacuum suction."

Manufacturer narrative:
Investigation summary: "material #: 360055 lot/batch #: 3059201 bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd k2edta tube, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "customer reports that the tubes volume is not filling properly even when the professional waits till the complete vacuum suction."